Manufacturer narrative:
On december 27, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant have a tear on the posterior view within an area of shell abrasion, measuring approximately 5 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 250cc mentor memorygel breast implants. Post-operatively, the patient underwent a bilateral breast lift and implant size change. During the surgery, it was discovered that the patient¿s left prosthesis was ruptured. As a result, the patient underwent bilateral removal and replacement with 210cc mentor memorygel boost breast implants on (B)(6) 2023. There were no reported patient consequences or procedural delays due to the ruptures that were discovered during the revision surgery. This report is for the left implant. Refer to manufacturing report number 1645337-2023-15034 for the contralateral event.